Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31065887l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial sponsored by bwi, a patient was to receive an atrial fibrillation (afib) cardiac ablation with a qdot-micro, uni-directional, f curve, c3, split handle and experienced atypical chest pain. It is unknown what phase the adverse event occurred. On (B)(6) 2023, patient experienced atypical chest pain. (Ae1) categorized as severe and serious defined by serious deterioration in the health of the subject as defined by one or more of the following and in-patient or prolonged hospitalization with admission date of (B)(6) 2023 and discharge date of (B)(6) 2023. Relationship to study device is not related and relationship to primary study procedure is causal relationship to the index procedure. The adverse event is unexpected/unanticipated. The outcome is recovered/resolved. Intervention was other- rx thorax. Cha2ds2-vasc score total: 0 medical history: left ventricular hypertrophy. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
Additional information was received on 20-jun-2024. The adverse event was updated from "unexpected/unanticipated" to "expected/anticipated". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).